Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that since the patient had moved into their apartment in the beginning of august, a few times when they have gone in the elevator, they would feel off and like they were floating to which they would need to grab their balance. The caller stated their equilibrium was off anyway and that they had the dbs set with settings to address it, but that when they felt that way in the elevator, they would recover by adjusting themselves holding the wall and getting their balance back. The caller stated they had only experienced this in their apartment building, and when they would go in the elevator at their hcp's office, they would not experience this issue. The caller stated they lived on the 5th floor of their apartment, and that right above them was the high voltage/electrical area that read caution, do not come through this door, with something about high over radiation and that entering could permanently harm/shock someone. The caller stated there was high energy throughout the building and that they could feel the energy and that they could hear it through the walls. The call agent reviewed high voltage/occupational environments that could potentially cause an emi interference. The patient was redirected to their healthcare provider to further address the issue and the caller stated they were going to work with their apartment manager on possibly being moved away from the area.